Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported errors by review of the error log as well as observing error 3023 showing on the analyzer and would not clear after powering off the analyzer. The fse checked the wash heater temperature and found it was at room temperature. The fse replaced the wash heater assembly, adjusted all three temperatures on the bf board. The fse validated the analyzer by running calibrations with results within acceptable range. The aia-900 analyzer analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2026] washer temperature control error. Operation stopped. Cause : a washer temperature control error occurred again at the start of measurement. Solution : contact tosoh service center or local representatives. The aia-2000 operator's manual under appendix 4: error messages states the following: [3023] incubator temperature abnormally high. Cause : the incubator overheat (50) signal was detected. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution : reset the main power. Contact tosoh service center or local representatives. The most probable cause of the reported issue was due to failure of the wash heater assembly.

Manufacturer narrative:
The probable cause is pending investigation.

Event description:
A customer reported 3023 washer temperature abnormal error and 2026 washer temp malfunction error on the aia-900 analyzer. The customer stated the lab was not overly hot and the technical support specialist (tss) advised to power off the analyzer. The customer repowered the analyzer, but the error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for bhcg (beta human chorionic gonadotropin) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction to section h10 for analyzer operator's manual information: previously submitted: the aia-2000 operator's manual under appendix 4: error messages states the following: [2026] washer temperature control error. Operation stopped. Cause : a washer temperature control error occurred again at the start of measurement. Solution : contact tosoh service center or local representatives. The aia-2000 operator's manual under appendix 4: error messages states the following: [3023] incubator temperature abnormally high cause : the incubator overheat (50) signal was detected. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution : reset the main power. Contact tosoh service center or local representatives. Correction: the aia-900 operator's manual under section 12: flags and error messages states the following: [2026] washer temp. Malfunction cause: the washer temperature did not rise adequately at the start of measurement. Action: wait for at least 30 minutes, and if the trouble reoccurs contact the tosoh local representatives. The aia-900 operator's manual under section 12: flags and error messages states the following: [3023] washer temperature abnormal cause: a washer temperature high (50 c) signal was detected. No further operation will take place. An io flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check the heater and also the temperature sensor t151. It is necessary to switch the main power on again.